Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental problems"), infection ("infections") and abdominal pain lower ("cramping"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, tooth disorder, infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, infection, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental problems"), infection ("infections") and abdominal pain lower ("cramping"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, tooth disorder, infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, infection, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/sharp pains"), genital haemorrhage ("heavy bleeding") and nephrolithiasis ("kidney stones") in a 25-year-old female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection nos, vaginal disorder, cervical dysplasia, ovarian cyst and biopsy. Concurrent conditions included pap smear abnormal and penicillin allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("pain abdominal"), 6 days after insertion of essure. In (B)(6) 2014, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2014, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("never was tested but I am very sensitive with metals"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal disorder ("vaginosis"). In 2015, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/cramps/lower abdomen pain"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), back pain ("lower back pain"), swelling ("swelling"), asthenia ("loss of energy") and bacterial infection ("bacterial infections") and was found to have weight increased ("weight gain/gained 40 lbs"). The patient was treated with medroxyprogesterone acetate (depoprovera) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, night sweats, vaginal haemorrhage, menorrhagia, allergy to metals, rash, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal pain, vaginal disorder and back pain outcome was unknown and the nephrolithiasis, alopecia, tooth disorder, urinary tract infection, fatigue, abdominal distension, swelling, asthenia and bacterial infection was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, night sweats, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right ostia had 3 coils seen, the left ostia had 1 coil seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Essure was in place.. X-ray - on (B)(6) 2017: patient is status post sterilization with essure sterilization procedure. There is total obstruction seen of the fallopian tubes proximally. No extravasation is seen. Uterus is normal. The sterilization wire are non displaced. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramps and abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received. Reporter information were added. Medical history and treatment drug were added. Date of insertion and removal were updated. Lot number were added. Event : night sweats, abnormal bleeding (vaginal), menorrhagia, never was tested but I am very sensitive with metals, rashes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain/gained 40 lbs, bloating, kidney stones, pain abdominal, vaginosis, lower back pain, swelling , loss of energy, bacterial infections, event infection were updated as infection (bladder/ urinary tract/vaginal) type: urinary tract and vaginosis were added. Event verbatim were updated as pain/sharp pains, cramping/ cramps/lower abdomen pain. Outcome of the event hair loss and dental problems were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/sharp pains'), genital haemorrhage ('heavy bleeding') and nephrolithiasis ('kidney stones') in a 25-year-old female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection nos, vaginal disorder, cervical dysplasia, ovarian cyst and biopsy. Concurrent conditions included pap smear abnormal and penicillin allergy. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced abdominal pain ("pain abdominal"), 6 days after insertion of essure. In (B)(6) 2014, the patient experienced nephrolithiasis (seriousness criterion medically significant), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2014, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("never was tested but I am very sensitive with metals"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal disorder ("vaginosis") and bacterial vaginosis ("bacterial infection:vaginosis"). In 2015, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/cramps/lower abdomen pain"), night sweats ("night sweats"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), back pain ("lower back pain"), swelling ("swelling") and asthenia ("loss of energy") and was found to have weight increased ("weight gain/gained 40 lbs"). The patient was treated with medroxyprogesterone acetate (depoprovera) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, night sweats, vaginal haemorrhage, menorrhagia, allergy to metals, rash, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, abdominal pain, vaginal disorder and back pain outcome was unknown and the nephrolithiasis, alopecia, tooth disorder, urinary tract infection, fatigue, abdominal distension, swelling, asthenia and bacterial vaginosis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, night sweats, pelvic pain, rash, swelling, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right ostia had 3 coils seen, the left ostia had 1 coil seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2017: total bilateral occlusion. Essure was in place.. X-ray - on (B)(6)2017: patient is status post sterilization with essure sterilization procedure. There is total obstruction seen of the fallopian tubes proximally. No extravasation is seen. Uterus is normal. The sterilization wire are non displaced. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramps and abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received- pt of the event bacterial infection was updated into bacterial vaginosis. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.